Event description:
Aspect rep was informed by an ICU clinical coord about a pt episode which occurred more than a month prior to informing the aspect rep. The clinical coord was not part of the pt care team but was informed by the ICU nurse who had cared for the pt. According to this report, bis monitoring and quatro sensors were used on a middle-aged pt while in the ICU for several days. Following routine skin preparation, a new sensor was applied every 24 hrs, and the location was alternated every 24 hrs between the left and right side of the head. According to the clinical coord, the nurse noticed that a blister had developed on the center of the forehead. The irritation was not treated, nor was consultation requested. Several attempts have been made to obtain further info regarding the status of the forehead blister. As of 12/7/06, no further details have been provided regarding progression or resolution. Therefore, it is unk if the irritation completely resolved.

Manufacturer narrative:
We conducted a review of the lot history records for the sensors which may have been used at the time of this incident. We concluded from this review that all sensors were properly qc inspected and tested in accordance with the approved procedures. Retain product was sampled by completing a visual inspection for contamination. Results indicate these samples passed our incoming inspection criteria for contamination. There were no mfg changes (such as a change in the gel or adhesive) that may have caused a pt reaction. Product label states "if skin rash or other unusual symptoms develops, stop use and remove" and "limited to short term use (maximum of 24 hrs)." Device functioned as intended and did not malfunction. Based on our investigation, we have concluded the sensor did not cause or contribute to a death, and did not malfunction. It is unk if the aspect sensor caused or contributed to a serious injury. No further details have been provided as of 12/7/06. Therefore, since it is unk if the irritation has completely resolved, we are submitting an MDR.